Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 1.3; lab: 2.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 1.3, reference: 2.6, mean: 1.95, confidence limits: 1.3-2.7. Analysis of the customer's data revealed that inratio and reference test result comparison meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per complaint description, pt was on several medications. A number of medications, including antibiotics, can alter the results of pt/inr testing such that the pt's usual coagulation state is not accurately reflected. The pt's current health condition may have affected the coagulation test, which may have led to unexpected or inaccurate inr results. As of 08/18/2010, ten discrepant result complaints were reported for lot # 232232 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.